Event description:
On 6/24/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on 6/24/24. On 7/8/24 a beta bionics customer care agent followed up with the user about the event. The user reported experiencing a low bg level (40s mg/dl) while moving and carrying boxes all day without eating. The user attempted to treat the low bg with food. Consequently, their bg did not rise, and they were admitted to the ER on monday ((B)(6) 2024) and released on wednesday ((B)(6) 2024). Immediate health effects included dizziness, sweating, and feeling fuzzy-headed. The user did not recall the specific treatments received in the hospital, aside from manual injections. Since the hospital event, the user has not used the ilet system and plans to restart after returning from a summer trip with re-training scheduled.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values until a cartridge change operation was started in the morning of (B)(6) 2024 but was not completed, rendering the ilet unable to dose insulin. Device data shows a brief hypoglycemic period on (B)(6) 2024 following a usual breakfast meal announcement and during the time insulin dosing was already suspended due to the incomplete cartridge change. The ilet then ran out of battery on the morning of (B)(6) 2024, the reported event date, and remained off until the following day. The ilet was appropriately triggering device and cgm glucose alerts. However, the device's audio setting was set to "off". No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended when it was able to. It is unclear what caused the hypoglycemic event on the reported event date, as the ilet lost battery and was not powered on most of that day. The hypoglycemic event on the day prior was potentially caused by overestimating the carbohydrate content of the meal they announced for, resulting in the meal announcement dose that was delivered to be too large. In addition, the user reported engaging in increased activity (moving), which could have contributed to the severity of the event. Lastly, the device's volume being set to off would have inhibited the user's ability to promptly respond to the alerts, also contributing to the severity of the event.